Event description:
It was reported that the ventilator failed o2 sensor and pressure transducer test failed during pre use checks. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was was investigated by our field service engineer on-site. The pc1781 and o2 gas modules was identified defective and in need of replacement. The replaced parts has not been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.